Event description:
Needle safety mechanism from bd insyte autoguard bc shielded 24g IV catheter not working properly. After inserting the IV, the safety button didn't work, and the needle stayed inside the catheter. The reporting caregiver withdrew the needle, and it seemed to "grab" the catheter and almost dislodged the newly placed IV. Manufacturer response for catheter,intravascular,therapeutic,short-term less than 30 days, bd insyte autoguard (per site reporter). User facility is waiting for their response.